Event description:
Screen showed a level of curarisation at 1.3 instead of 0 while the pt was connected to the device [device malfunction]. Case description: this spontaneous report originating from (B)(6) as received from a hosp tech refers to a pt of unk age for neuromuscular transmission monitor (tof watch) (lot #30-200 90 11, serial number not available). This report concerns 1 pt and 1 device. No other co-suspects or concomitant medications were reported. On an unk date, the hosp tech reported that the tofwatch screen showed a level of curarisation at 1.3 instead of 0 while the pt was connected to the device. No treatment info was reported. The hosp tech tried another unspecified device which showed the value of 0. The outcome is unk. The device neuromuscular transmission monitor (tof watch) itself was available for investigation. Quality investigation status: reportable malfunction/incident identified. Investigation in progress. Additional info has been requested.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress.